Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose was 555 mg/dl and unable to exit insulin. The customer changed the set and treated with two boluses for a total of 30 units and the blood glucose had come down to 191 mg/dl. The customer declined troubleshoot of the pump. The customer was fine and her blood glucose levels were coming down. The pump will not be returned for analysis.